Event description:
The pt has been suffering reoccurring ulcers in both eyes since the pt started wearing biofinity lenses from may, 2010. The pt wore the lens for two weeks and developed an ulcer which they were treated for with medication. Upon returning to lens wear, the pt contracted another ulcer. The doctors office stated that they would not complete the medical questionnaire as they do not feel the ulcers are lens related. They believe the pt just can't wear the lens.

Manufacturer narrative:
Event was reported by pt's o.d. It is reported as corneal ulcers in both eyes. No written documentation has been rec'd despite several requests to the ecp. No product has been returned. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. This is being reported as reoccurring corneal ulcers with no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.